Event description:
The customer reported that following a power outage, a exhibit central station booted up to a white spacelabs logo screen. There was no patient or user harm associated with this event. Spacelabs healthcare technical support attempted to assist the customer with to restore functionality, however, attempts were unsuccessful. A field service engineer (fse) was paged to go on site to assist. Before the fse could arrive the customer reported that the issue resolved on its own and canceled the fse page out. A product support specialist reached out to the customer to gather additional information, including exhibit logs, however, the customer declined further assistance. The customer reported that the device was functioning without issue and no further investigation was needed.